Manufacturer narrative:
(B)(4). A copy of the article can be obtained at (B)(6). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided in section a is the average for all the pts. At this time no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: servello d, sassi m, brambilla a, defendi s, porta m. Long-term post-deep stimulation management of a series of 36 pts affected with refractory gilles de la tourette syndrome. Neuromodulation: technology at the neural interface. 2010;13(3):187-194. Doi: 10.1111/j.1525-1403.2009.00253.x. Summary: the authors report on a large series of pts with severe tourette's syndrome treated with deep brain stimulation (dbs). Thirty six pts were included since (B)(6) 2004. Follow-up evaluations were performed every three months. The authors indicate a significant improvement in all the evaluation scales considered tic manifestations and comorbid features. Reportable events: one pt required the repositioning of two leads. No other info was provided. One pt experienced signs of subcutaneous infection at the pulse generator abdominal pouch and along the extension cables because of diastasis. The entire dbs system was removed. It was indicated in the article that the diastasis was due mainly to the self-reported compulsion toward repetitive touching of the surgical wound. Two pts required revision of their surgical wounds along the extension cables subcutaneous decurrence because of diastasis. It was indicated in the article that the diastasis was due mainly to the self-reported compulsion toward repetitive touching of the surgical wound. Two pts required surgical revision of the subcutaneous pulse generator pouch because of infection. The pulse generators were replaced and the pts were doing well.